Event description:
Same case as #6000093-2006-00612, 00623, 00624. Post a coronary drug eluting stenting treatment procedure, a thrombosis occured. A taxus express2 2.5x12mm drug eluting stent was placed in the left anterior descending artery. The pt presented to a different hosp the following day with chest pain. They found that the taxus stent was totally occluded. The physician was able to open the stent and proceeded to predilate the vessel and place three more taxus stents, 2.5x24mm, 2.75x12mm and 2.75x24mm, distally. Each stent was deployed at 18 atm's. The pt was given a loading dose of 600mg of plavix. The pt remained hospitalized and three days later it was determined that all the stents had a total occlusion. The physician ballooned all the stents successfully. Pt status was reported to be ok and remains on plavix.